Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have used the aligners to the point that their dentist has informed them that they now have periodontitis. They also reported that they have jaw pain and their back teeth still do not touch when they bite down, even after completing multiple sets of aligners. Requested additional information from patient to evaluate.